Event description:
Reporter indicated that vns pt had passed away. Cause of death is unknown at this time. Pt's family requested that an autopsy not be performed on the pt. Neurologist indicated that the pt had been very, very, sick prior to death and that the vns was implanted when the pt went into status. There is no evidence at this time that vns therapy caused or contributed to the reported event.